Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-18 user has high glucose value. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 312, 298 and 256 mg/dl. The customer's expected fasting blood glucose test result range is 119 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 201 mg/dl and 201 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date at time of call is two weeks. (B)(6).